Event description:
It was reported that the patient presented at a follow-up clinic. Upon interrogation, the pulse generator exhibited premature battery depletion. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.